Manufacturer narrative:
During preventative maintenance, the autopulse platform (sn (B)(6)) failed the initial functional testing due to the user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message. The root cause of ua07 was the failure of the single-point load cell module, likely due to a failed component. The autopulse platform failed the initial functional testing due to the ua07 error message displayed upon powering on. Load cell characterization test results confirmed that load cell module 2 exceeds normal parameters. The load cell module was replaced to remedy the issue. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries, without any faults or errors. The autopulse platform passed final testing without any faults or errors. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with (B)(4).

Event description:
During preventative maintenance, the autopulse platform (sn (B)(6) failed initial functional testing due to user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message displayed upon powering on. No patient involvement.